Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation as it was reportedly discarded by the user facility. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However as clearly stated as a warning note in the instructions, the user must not exceed the maximum allowed pressure when inflating the balloon as otherwise there is a risk of bursting the balloon which could cause patient injury such as mucous membrane damage, etc. The user apparently did not follow these instructions as he reportedly applied/exerted a pressure of greater than 15 atm and thus significantly exceeded the maximum allowed pressure of 12 atm. Therefore this incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the incident/phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the maximum allowed pressure of the balloon and trained again on the correct usage of the olympus medical devices. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during a therapeutic endoscope papillary balloon dilatation (epbd) procedure, the user reportedly exceeded the maximum allowed pressure causing the balloon to burst inside the patient's common bile duct (nominal pressure according to the instructions: 6.1 bar/6 atm; maximum pressure according to the instructions: 12.2 bar/12 atm; by the user applied/exerted pressure: greater than 15 atm). The intended procedure was significantly delayed and finally canceled after the guide wire accidentally slipped out of the patient's common bile duct while removing the suspect medical device. However, there was no report about patient injury.